Manufacturer narrative:
The provided session record was reviewed by technical services and it was determined based on the egms that the device functioned per programmed settings.

Event description:
It was reported that a review of a remote transmission showing a high ventricular rate (hvr) electrogram with hysteresis initiating ventricular fibrillation (vf). The patent died. Upon further review in the clinic, the right ventricular (rv) autocapture was turned on at 3-month post-op check. The device technician did not realize hysteresis automatically turns on when autocapture is turned on in a single-chamber device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.